Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, chest injury. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with unspecified mentor gel implants and experienced capsular contracture, baker grade unknown on the left side post-operatively. The patient indicated they had experienced a chest injury and noticed the encapsulation after. As a result, the patient underwent explantation on an estimated date of (B)(6) 2015.